Manufacturer narrative:
Eval summary: the devices was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a sigmoidectomy procedure that when a system-check test was done to the device, the display indicated "test in progress" continuously and it did not return to the normal mode. Another like device was used. There was no pt consequence.